Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hemolysis occurred after use with a bd vacutainer® sst¿ blood collection tubes. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: july 2020, most test results are higher than the reference value by about 0.01 to 0.02. The results sent to them for testing did not encounter the same situation, and it was found that the vacuum blood collection tube for this project had slight hemolysis. Additionally, on 2020-09-08 the bd tech provided the following additional information: it was found that a customer application problem, not the product quality.

Event description:
It was reported that hemolysis occurred after use with a bd vacutainer® sst¿ blood collection tubes. Patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: july 2020, most test results are higher than the reference value by about 0.01 to 0.02. The results sent to them for testing did not encounter the same situation, and it was found that the vacuum blood collection tube for this project had slight hemolysis. Additionally, on 2020-09-08 the bd tech provided the following additional information: it was found that a customer application problem, not the product quality.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defect was not evident in the testing of the customer lot samples. Visual evaluations of both retain and control samples for hemolysis demonstrated clinically acceptable performance. This complaint is not confirmed with respect to hemolysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.